Event description:
Additional information received indicated that surgical intervention was undertaken wherein both leads were explanted. This addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32281. It was reported the patient was experiencing ineffective stimulation due to high impedances. Diagnostic testing indicated high impedance values on both leads. Reprogramming was performed; however, it was unable to provide effective therapy. Surgical intervention may be pending to address the issue.